Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. The reporter stated that there was no alarm for a low or empty cartridge on a recent cartridge change and that alarms had always been heard previously. Reportedly, both alarms were in the alarm history: (B)(6) 2014 at 03:26 empty cartridge and (B)(6) 2014 at 13:47 low cartridge and the alerts, warnings, and alarms had all been programmed to high. Customer support had the reporter program an air bolus and do the rewind, load, prime steps, and there was audio sounds and vibration while on the phone. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 06/20/2014 with the following findings: alarms worked during a low cartridge state. The audio was tested and found to be at a passing level of 72.7 db. The audio bolus button was found to respond intermittently to testing. The cover was removed and the audio bolus button was found to not be secured to the button contact. Product analysis was unable to duplicate the customer complaint of a lack of alarms. Unrelated to the initial complaint, the pump booted up to a dim, red display.